Event description:
Asku.

Event description:
The implantable cardiac defibrillator system was returned with no information. A database search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. Follow up has been inconclusive and no further contacts are known. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, there was blood/body fluid on the defibrillation conductor (not obstructed), the defibrillation conductor was fractured (overstress), outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. (B)(4) the proximal segment of the lead was returned, analyzed and the inner insulation was pulled apart due to overstress. It was noted that there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.